Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code 810:03 was discovered and confirmed during product evaluation. The root cause was not identified and no repairs have been performed to address the reported condition. The air in line printed circuit board's calibration was verified. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by baxter service personnel, it was found that a colleague infusion pump experienced failure code 810:03. This failure code interrupted delivery as the device was being tested. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.